Manufacturer narrative:
Phone number: unknown. Results: bd received 3 samples from the customer facility for investigation. The samples were evaluated by simulated draw and the customer's indicated failure mode for low draw with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm complaint based on the investigation of returned samples.

Event description:
It was reported that the customer found about 50 percent of bd vacutainer® brand sst ii advance tubes not drawing enough blood. No serious injury or medical intervention.